Event description:
Same case as MFR report #: 2134265-2011-03174. (B)(4). It was reported that during a coronary artery stenting treatment procedure a vessel spasm occurred. The patient presented post study stent placement with chest pain. Angiography showed multiple areas of stenosis in the lad (left anterior descending) including 40% stenosis in the mid lad followed by 80% in-stent restenosis of the mid lad study stent. The lad was treated with balloon angioplasty, placement of a 3.0x12mm promus stent, and post dilation of the entire stented segment with a 3.0x12mm quantum apex balloon resulting in 0% residual stenosis. Following post dilation, significant spasm was noted proximal to the stent and was treated with nitroglycerin. The event was resolved and the patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).